Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was fractured. The target lesion was located in the distal end of the left anterior descending artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, a non-bsc stent could not cross the target lesion. The stent was delivered with the guidezilla; however, it was observed that the collar of the device was broken before reaching the target lesion. The broken component was retrieved out of the patient's body via snaring. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The returned product consisted of a guidezilla guide extension catheter in two pieces and was bloody. Microscopic and tactile inspection of the hypotube, collar, distal shaft and tip were performed and revealed numerous kinks in the hypotube, and a complete separation at the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported by the site that the initial device that was returned was the device for MDR ID# 2134265-2018-05780.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The device was bloody. The hypotube, collar, distal shaft and tip were microscopically and tactilely inspected. Inspection revealed a misshapen tip and the material of collar was lifted/stretched. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that the catheter was fractured. The target lesion was located in the distal end of the left anterior descending artery. A guidezilla guide extension catheter was selected for use. During the procedure, a non-bsc stent could not cross the target lesion. The stent was delivered with the guidezilla; however, it was observed that the collar of the device was broken before reaching the target lesion. The broken component was retrieved out of the patient's body via snaring. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.